Manufacturer narrative:
H6: investigation summary bd had received 3 photos for investigation. The photos were reviewed and the indicated failure mode for non patient sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode sleeve leakage. Bd determined the root cause for the indicated failure mode was attributed to assembly related, and corrective actions are being taken to mitigate this failure in the future.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles had poor sleeve function the following information was provided by the initial reporter: "exposed rubber needles lead to blood exposure".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles had poor sleeve function. The following information was provided by the initial reporter: "exposed rubber needles lead to blood exposure. "